Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. Troubleshooting was performed and the insulin pump passed the tests. No add'l info was provided at time of call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.